Manufacturer narrative:
The external water tank was cleaned due to the presence of dirt. Maintenance was performed on the washing units, including cleaning and adjusting pressures. Multiple functional checks were carried out to confirm the correct operation of the analyzer. The system was decontaminated and pump pressures were adjusted again. The sample pipettor was adjusted. Several precision checks were performed. No further issues were reported by the customer. The investigation determined the service actions resolved the issue, but due to multiple actions being performed, a specific root cause could not be determined.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on the cobas c 503 analytical unit. The customer provided an example of one patient sample with discrepant results for glucose hk gen. 3. The customer noted that on (B)(6) 2025, they experienced issues with the sample pipettor and the field service engineer resolved the issue. After this, the customer performed several checks, processing samples multiple times and this is when the issue was observed. For the example provided, the sample initially resulted in a glucose value of 14.3 mg/dl and it repeated as 96.4 mg/dl on (B)(6) 2025.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer changed the sample probe and adjusted it. The investigation is ongoing.